Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in shunt in the moderately tortuous arteriovenous fistula. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres the balloon was ruptured vertically at the center. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.